Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Two hours later, the customer's blood glucose went up to 500 mg/dl. The customer stated that he changed the entire set and was normal for 2 days. The customer declined to troubleshoot during time of call. The product was not returned for analysis.